Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, however the programmer did boot up to an error code.

Event description:
It was reported the programmer had a blank, white screen at boot-up. The service disk was used, without success. The programmer was returned for repair. No patient complications were reported as a result of this event.